Manufacturer narrative:
The reported event was addressed with phone support. The robotics coordinator replied that the system is working fine with no issues and have done two procedures with no issues. The issue was not reproduced. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arms 2 and 4 were drifted. The system logs were not available at the time of the call. The caller was not sure if the surgeon was letting go of the master tool manipulators (mtm) while he had his head in the viewer. This behavior can cause the arms on the patient side cart (psc) to drift. The intuitive tech support engineer (tse) advised that the surgeon should never leave his head in the viewer and release the mtms. There was no additional information available. The procedure was completed with no reports of patient injury.